Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/28/2020. Additional information: h6. Additional h3 device evaluation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and needle pull and no issue found. The root cause of complaint can't be determined. The device history records for batch number pg417 reviewed, and no issue found.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a tissue repair procedure on the thumb on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened when the pin holder clamping the needle to sew during the repair of right thumb wound with pedicle flap. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.